Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with an ecr60t cartridge not loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Corrected data: the analysis found that one ple60a device was returned in good visual condition and with an ecr60t cartridge not loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Batch # l5431n. No lot or batch number was provided; therefore, a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: the hospital contact added that the stapler cut but didn't fire any staples. Shortly after, another ethicon employee was told it fired but the staples didn't form. Therefore, we are unsure of exactly what took place during the surgery. Additional information received: the device was fired and only one row of staples formed. Two rows did not form at all. Sheen guard buttressing material was being used when the malfunction occurred. Ten days after the procedure the patient returned with a staple line leak. The leak was addressed by suturing the area and over sewing the staple line. A gs60t black reload was being used at that time. Analysis of the reload was requested. Additional information requested and received: what was the patient bmi/gender? (B)(6) male. On which firing did issue occur? Second. Was a leak test done in initial procedure? Yes. After overseeing the staple line twice. Initially to stop the bleeding! How did the patient present? Septic. What diagnostic tests were done? Upper gi pod #2. CT when came back with a leak pod #10 are photos or video available? No. What is the current patient status? Had a laparoscopy in another hospital and later open laparotomy by me! Now on septic shock & in ICU on ventilator... But improving...

Event description:
It was reported that during a sleeve gastrectomy procedure, there was a possible malfunctioning of the gst reload/power echelon endocutter. We were told that the surgeon completed the sleeve by hand sewing and the patient was not harmed during the procedure. The surgeon had to hand sew the sleeve rather than stapling the entire greater curvature.